Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. It was reported that it was not possible to inflate the balloon due to a pinhole rupture. Pinhole ruptures may be the result of factors including, but not limited to, mfg, interactions with other devices, or interactions with anatomy. The incident info described the lesion as mildly calcified, which could have contributed to mechanically damaging the balloon such that the pinhole rupture occurred. However, without a returned device for analysis, a root cause for the pinhole cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 2.0 x 12 mm voyager rx balloon catheter was advanced over a whisper ms guide wire. An attempt was made to inflate the balloon catheter, but the balloon could not be inflated at all. When the balloon was examined outside of the body, there appeared to be a pinhole-rupture. There was no anomaly noted during preparation, and it is possible that the balloon ruptured due to the calcification present in the lesions. No additional event or pt info is available.